Event description:
It was reported that during a bipedicular implant procedure the expansion assembly on one side seemed to advance further than expected within the access cannula, presenting the potential for the implant to also reach an excessive depth within the vertebral body. There was no report of the implant actually reaching an excessive depth. The procedure was completed successfully without a clinically-significant delay and no medical intervention or adverse consequences were reported.

Event description:
It was reported that during a bipedicular implant procedure the expansion assembly on one side seemed to advance further than expected within the access cannula, presenting the potential for the implant to also reach an excessive depth within the vertebral body. There was no report of the implant actually reaching an excessive depth. The procedure was completed successfully without a clinically-significant delay and no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.